Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the screws broken on both of the head and foot end hex rods, and the brake/steer pedal was broken. The technician replaced the hex rods and the brake/steer pedal to repair the bed.